Event description:
It was reported that the device was used during a laparoscopic sleeve gastrectomy. On the final firing with a blue reload with buttressing material, was fired at the top portion of the stomach. The knife moved forward and returned as intended, cut, however the staples were completely unformed. The staple line was closed by suturing. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: on what tissue type was the device used? Stomach. At what location on the tissue? Final firing at top of the stomach on which firing(s) did this event occur (1st, 2nd, 12th, etc.)? The 5th or 6th. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? Blue. Was buttressing material utilized? Yes if so, which product? Gore seamguard. Was the instrument fired across or near an existing staple line or clip? Yes. Were any unexpected noises heard? Unk. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? Device fired as expected, however the staples were unformed. What were the patient's pre-existing conditions? Morbid obesity. Does the patient have any relevant history of surgical treatments? No. How long has the surgeon been using this device for this procedure (in years)? Less than 1 year. Was there a recent conversion to ees devices in this account or with this surgeon? Unk.

Manufacturer narrative:
(B)(4). Damaged cartridge, damaged one piece sled, damaged drivers, nicked knife. The analysis found that one device was returned in good visual condition and with seven cartridges present. Reloads a, b, c, d, e, and f were received fully fired. Reload g was returned with the right inner row of the cartridge damaged. Furthermore, the one piece sled and drivers were noted to be damaged. Due to the damage on the one piece sled, the right outer row did not deploy staples from 1/4 of the reload to the end. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The batch record was reviewed and no anomalies were noted during the manufacturing process.